Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ss ext/1y/mp/std/50cm/pb leaked medication "from around the port" during injection.

Manufacturer narrative:
H.6. Investigation summary: bd could not find visual abnormality in the sample. As a lot number is unknown for this incident, a DHR cannot be completed. We confirmed the airtightness of the actual product that we received, as indicated, a leak was recognized. Leakage occurred from the connection part between the female luer lock connector and the tube, and breakage was found in the tube of the connection part. In addition, this product was carrying out the all-in-one inspection just before putting it into individual packaging. In addition, no abnormality was found in the shipping tests in all past production lots (jis airtightness standard: 150 kpa for 15 minutes due to pressure leakage, no leakage detected * sampling inspection). Since the shape of the broken part coincides with the curved part of the end face of the one-touch clamp, this event is damaged when the one-touch clamp is moved to the relevant part during use and a load is applied in an excessive bending direction it was presumed that it was.

Event description:
It was reported that the ss ext/1y/mp/std/50cm/pb leaked medication "from around the port" during injection.